Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up undefined high impedance and high thresholds were noted on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.